Manufacturer narrative:
Submit date: 1/4/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was leaking blood during use at the venous port which was broken. The procedure was completed by use of a temporary tube.

Manufacturer narrative:
The sample consisted of a mahurkar qplus x 19.5cm catheter. The catheter did not present signs of use. Visual inspection was performed and it revealed a cut in the venous extension. This cut looks irregular. The extensions did not present others marks. Additionally, the clamps were reviewed and as result were not found to be defected or irregular. Per procedure, manufacturing performs 100% pressure (leak) test. The defect was not identified prior to insertion; this kind of defect would be detected during leak test. The manufacturing process was reviewed to determine potential points of damage to the extension. The result was that the operations that are applied to the extension are light and the handling of the pieces is manually done, there is no use of sharp objects or other instrument that could have generated the hole found during visual inspection. Therefore, there are no elements encountered during the manufacturing process that could origin the condition reported. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The reported condition has been confirmed. The product sample was returned to the manufacturing site for review. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. The most probable root cause can be considered as misuse.

Manufacturer narrative:
Submit date 4/1/2016. The complaint sample was not returned to the manufacturing site for review. The DHR (device history record) review indicated that there was no quality issues associated with this reported issue. All DHR are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event; however, the product specifications were reviewed in order to identify the possible root cause for the reported issue. Based on the limited information provided by the customer, the exact root cause of this event could not be determined. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A formal corrective and preventative action (CAPA) has been opened in order to address the issue. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.